Event description:
Customer reported unexpected negative results with the capture-r ready screen I/ii assay on the galileo instrument, and that a patient experienced an acute hemolytic transfusion reaction.

Manufacturer narrative:
Performed phenotyping by manual method using retention products from the same lot used by customer and anti-leb blood grouping reagent. All reagent red blood cells exhibited the expected reactivity. Retention product performed as expected. The customer did not return product or submit patient sample for evaluation. It is stated in the capture-r ready screen package inserts that "capture is intended for use in the identification of unexpected igg antibodies to red blood cells by manual, semi-automated, and automated methods". Le(b) is an igm antibody. No product deficiencies were identified. Product is performing as expected.